Event description:
It was reported that during a hepatic resection procedure, the staples did not form. The device fully cut, causing blood loss of 150 ccs. The surgeon clamped and hand sewed to control the bleeding. It is unknown if the patient required any blood products.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.